Manufacturer narrative:
(B)(4)

Event description:
The customer complained of questionable elecsys troponin I immunoassay results for 1 patient. The patient had 3 separate samples drawn on (B)(6) 2017, of which 2 samples had results that were a reportable malfunction. Sample #1 was drawn at 0845 and was run on a cobas e 411 immunoassay analyzer (analyzer a) with an initial troponin initial result of 0.401 ng/ml. The sample was repeated on a cobas 6000 e 601 module (analyzer b) with a result of <0.3 ng/ml, accompanied by a data flag. Sample #2 was drawn at 1150 and was run on a analyzer b with an initial troponin result of <0.3 ng/ml, accompanied by a data flag. The sample was repeated on analyzer a with a result of 0.364 ng/ml. The initial results were reported outside of the laboratory. It was unknown to the customer which results were deemed to be correct. The patient had been admitted to the emergency room with a diagnosis of pleural effusion. Therefore, the customer stated there were no adverse events due to questionable troponin results. This medwatch is in reference to analyzer b, please referrer to the medwatch with (B)(6) for analyzer a. The elecsys troponin I immunoassay lot number was 23111701 with an expiration date of 31-may-2018. The customer refused having service dispatched to troubleshoot the analyzer due to the results being so close to the positive cutoff.

Manufacturer narrative:
The customer stated that there have been no further issues. In supplemental report 1823260-2017-02123, it was stated that "qc results from the day of event were within range excluding a general reagent issue." The statement should actually be "qc results from the day of event were within range."

Manufacturer narrative:
A specific root cause could not be found. Qc results from the day of event were within range excluding a general reagent issue. Evaluation summary field updated.